Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. A customer reported a ¿replace sensor¿ error message was received on the sensor the same day of application. As a result, the customer was unable to obtain sensor scans and experienced symptoms of seizure and a loss of consciousness. The paramedics were called and the customer was treated with unspecified injection and provided unknown medications for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
An error message was reported with the adc device. A customer reported a ¿replace sensor¿ error message was received on the sensor the same day of application. As a result, the customer was unable to obtain sensor scans and experienced symptoms of seizure and a loss of consciousness. The paramedics were called and the customer was treated with unspecified injection and provided unknown medications for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor was de-cased and visual inspection has been performed on pcba (printed circuit board assembly), no issues were observed. Battery was measured and all results were within specification. Issue is confirmed due to brown out reset. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Visual inspection on sensor showed no issues. Sensor was re-programmed and reactivated successfully and ran without problems within specifications. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.